Event description:
It has been reported to philips that the wireless footswitch did not work no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It has been reported to philips that the wireless footswitch was working intermittently during a diagnostic procedure. The procedure was completed with a wired footswitch. The wireless connection with the base station was re-established after restarting the allura system. It is unknown why the footswitch was working intermittently. As per information collected, the physician that was using the system at the time was known to tap very lightly on the pedals, which may have contributed to this occurrence. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for that generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. Philips has attempted to obtain patient information. However, the customer has not provided the requested information. Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.